Event description:
The manufacturer received information alleging inflammation and fluid buildup in lungs, pneumonia, shortness of breath, pleural effusion, trachea infections and respiratory failure, anxiety. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging inflammation and fluid buildup in lungs, pneumonia, shortness of breath, pleural effusion, trachea infections and respiratory failure, anxiety.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient alleged to experience a inflammation and fluid build up in lungs,pneumonia, pleural effusions,shortness of breath, tracheal infections, anxiety and respiratory failure. There was no medical intervention required by the patient. The reported event of inflammation and fluid build up in lungs,pneumonia, pleural effusions,shortness of breath, tracheal infections, anxiety and respiratory failureand its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.